Event description:
It was reported that the patient's pump was over-infusing, causing volume discrepancies and causing an overdose of the patient. All of the discrepancies were instances of over-infusion and had the hcp "very concerned." In addition to the volume discrepancy, the patient was exhibiting some level of "dopiness" after the refill, consistent with overdose. Then, the overdose symptoms subside at some point and the patient appeared to have normal therapeutic coverage. The patient then presents with a loss of effectiveness prior to the scheduled refill date, consistent with under-dosing or even symptoms of withdrawal. Additional information was later reported which gave further event and timeline detail. At a clinic refill on (B)(6) 2012, there was a volume discrepancy of 3.4ml. On (B)(6) 2012, the patient underwent a catheter revision. Further detail on the revision was not reported. On (B)(6) 2012, the patient remained in hospital with altered mental status, respiratory depression, and the pump rate was decreased by 36%. On (B)(6) 2012, the patient exhibited further mental status changes and respiratory distress, thus a magnet was placed over the pump to stop infusion. The magnet remained on the pump until magnet was removed on (B)(6) 2012 when the pump was programmed to a minimal rate, which equaled 1/10ml/day. On (B)(6) 2012, the pump was increased to 0.4ml/day and the patient was discharged on the following day from the hospital. Later on (B)(6) 2012, the patient underwent a refill in the clinic at which time there was a volume discrepancy of 20.3ml. The hcp was concerned that the pumpwas "miss-filled" with 20ml of medication rather than the 40ml which was programmed, as that volume of discrepancy had never been seen by the hcp. The patient was then hospitalized with decreased mental status and respiratory distress on (B)(6) 2012 through (B)(6) 2013. The patient was intubated and on a ventilator. It was noted that on (B)(6) 2012, a magnet was again placed on the pump in the emergency room (ER). On (B)(6) 2012, the pump rate was decreased by 97%, and on (B)(6) 2012 the magnet was removed when again the pump was programmed to a minimal rate. As of (B)(6) 2012, the patient was doing better and there were no changes made. On (B)(6) 2012, the patient's pump was refilled with new medication at the same concentrations, but with a starting dose at 50% of the previous rate. The doses were at that time; morphine 0.08mg/day and baclofen 119.9mcg/day. On (B)(6) 2012 the patient "coded" in the hospital, was intubated and the patient's heart was stabilized on blood pressure support. A magnet was again placed on the pump. On (B)(6) 2012, the pump was decreased by 13%, and on (B)(6) 2013 the pump was stopped; and an MRI revealed a new anterior infarct. It was not reported if the infarct was neuro (stroke) or cardiac (myocardial) in nature. On (B)(6) 2012, the patient's pump was restarted at a minimum rate and the patient remained unconscious. On (B)(6) 2012, the patient was unresponsive, with respiratory failure on a ventilator, and aspiration pneumonia. The pump was again stopped on (B)(6) 2012 and the patient remained unresponsive and on ventilator, with the pump still off. On (B)(6) 2012, the patient was extubated with an increased command response. The magnet was removed and the pump was set at a minimal rate. On (B)(6) 2012, the magnet was placed again and the patient was re-intubated. On (B)(6) 2012, the pump was filled with saline, at which time a volume discrepancy of 13.7ml was found. It was later reported that at the time of the event on (B)(6) 2012, the medications and doses consisted of compounded morphine 2mg/ml at 0.3997mg/day, bupivicaine 7.5mg/ml at 1.4988mg mg/day and baclofen 1000mcg/ml at 199.8mcg/day. The hcp reported that on (B)(6) 2013, the patient was feeling better and had minimal pain and spasticity. The patient was discharged from the hospital and since that time, the patient did not return for a follow-up appointment to refill the pump. The hcp speculated that the patient was probably being seen by a different hcp. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8840, product type programmer, physician. (B)(4).

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An attorney later alleged that as the patient's pain continued to worsen, an x-ray revealed that the catheter had become dislodged. The catheter was replaced, and the pocket was revised on (B)(6) 2012. The pump was refilled with baclofen, bupivacaine, and hydromorphone. After coming out of recovery, the patient fell asleep and was not rousable for over twenty-four hours, at which time their speech was incomprehensible. They lapsed into a coma, and they were rushed into the intensive care unit (ICU). They spent the next seven days suffering delirium, pain, emotional distress, severe thirst, and the inability to communicate these problems to anyone. They also experienced weakness, drowsiness, vomiting, and respiratory failure. A doctor suggested that their speech and cognitive impairment might be due to conversion disorder, but other doctors and a consulting psychiatrist proved that theory to be untrue. The ruling consensus documented in the patient's medical records noted that the patient's altered mental status, fever, hypoxia, and hypercar bia were directly due to over-sedation from the pain pump. After this surgery, the doctor told the patient's husband that they found blockage, and a mass of scar tissue had formed around the dislodged catheter tip. They were discharged on (B)(6) 2012. The patient and her husband were told that the medications had not been balanced. The patient had chronic nausea and a feeling of general malaise up until they returned to their healthcare provider (hcp) for a refill on (B)(6) 2012. The hcp discovered that the reservoir volume in the pump did not match the interrogated reservoir volume, unknown sign of pump dysfunction and one of the reasons for its recall. The hcp thought this was probably due to an incorrect value having been programmed at the time of the operation. They were to monitor it closely. The patient was told by their hcp that the medication would take effect in about eighteen hours. In less than eight hours the patient was outside feeding their duck when the next thing they knew they woke up in the ICU. They did not know where they were or how they had gotten there. Approximately seventeen hours had elapsed, hours lost to amnesia from the assault on their brain as a result of the overly-infused medications from the defective pain pump. However, these hours were thoroughly documented by the patient's husband and the staff at the hospital. The patient had become unconscious when taking the patient to the hospital. The doctor was advised to put a magnet on the pump in order to stop it from over-infusing. A managing hcp noted that this had happened a few months ago, and they felt it was a conversion reaction. Review of the patient's medical records showed that, during the patient's first hospitalization, there was no conversion disorder. The attorney alleged that had the doctor not placed the magnet on the pump and began to administer oxygen and narcan for overdose, the patient, in all probability, would have died. During this second hospitalization, the patient suffered hypoxic ischemic encephalopathy, metabolic toxic encephalopathy, seizures (pleds), frontal lobe stroke, sepsis, respiratory failure, prolonged coma for more than once, emotional distress, and much more. This was reportedly secondary to medication overdose from the defective, recalled intrathecal pump. They were hospitalized for seventeen days. On the morning of (B)(6) 2014 the patient's pump was refilled. Final adjustments were made to the pump. The patient was afraid and needed more assurance that they did not have a ticking time bomb in their belly&#56224;the patient stayed one more night for an oximetry and sleep study. Less than ten hours later, a nurse found the patient out of bed. They were in extreme distress, they were covered with blood due to lines and tubes being ripped out, and they were babbling nonsensically. They collapsed and stopped breathing, and the staff called a code blue. The patient fell into a critical condition so extensive, and a coma so deep and prolonged, that that palliative care was called in. The patient's glasgow coma score had fallen to a 3. One of the neurologists noted that it was as if someone had taken a baseball and repeatedly struck her head with it. The patient did come out of the coma, but they had suffered debilitating damages and permanent, traumatic brain injury. The patient had experienced a frontal lobe stroke. A doctor recommended that the pump not be turned back on. The patient got noticeably better after the pump was permanently turned off and filled with saline. After the patient's discharge on (B)(6) 2014, they terminated their relationship with their managing physician and commenced post-hospitalization rehabilitation and care with other medical providers. The patient was also noted to have experienced memory loss, persistent cognitive and emotional deficiencies, shortened life expectancy, emotional distress, personality change, anxiety, and loss of earning capacity. Their neurologist stated that these injuries could take years to recover from, and may never completely resolve. The attorney further alleged that it could not be denied that overinfusion took place, and that most all of the patient's injuries were secondary to that overinfusion. The pump was allegedly defective in design, workmanship, construction, manufacture, marketing, and testing and investigation of component parts like catheter. As a result it was defective, unsafe, inadequate for the use for which it was made, intended to be used, and was being used. Because of its defective design, workmanship, construction, manufacture, testing, and investigation of component parts, it was inherently dangerous and capable of causing serious bodily injury when placed inside of a human being. As a result, it was unreasonably dangerous to potential users and the patient. As a direct and proximate result of the defects in the device and its failure to perform safely, the patient sustained serious and permanent bodily injuries as described above. When sold to the patient, it violated the implied and express warranties which were attached to and accompanied this device; that the device was in a marketable condition and safe for use. The device was allegedly marketed by using deceptive acts and practices, false pretenses, false promises, misrepresentations, and by concealing suppressing, and omitting material facts in connection with the sale and advertisement of the device. Additional diagnoses were reported by the patient. Following their second discharge, they were diagnosed with tremor, cognitive disorder, memory lapses or loss, acute hypoxic encephalopathy, convulsive disorder, motor neuron disease, and myoclonus. They were told their memory deficits were a result of the hypoxic ischemic encephalopathy, and that they may improve over time, improve partially, or not at all. Their exam showed evidence of multifocal myoclonic tremors secondary to the hypoxic ischemic encephalopathy. They were not able to put on makeup or write legibly for weeks. The tremor was much milder as of (B)(6) 2014, though it continued to cause problems. They often dropped objects, and they could not play their musical instruments at previous levels of competency. Since their stroke and traumatic brain injury, they could no longer play as they used to due to tremor and because they had forgotten almost every single piece in their repertoire. In addition to forgetting years of music that had learned and mastered, they forgot the meaning of simple musical terms they learned as a child. The memory loss carried over into other areas of their life as well. They had initially forgotten how to tell time. Months of physical speech and therapy have gotten them back to a level of functioning with compensatory strategies. Aphasia continued, and they were always searching for the right word for what they wanted to say. Other cognitive skills were not as sharp as they used to be either, and their spouse noticed a significant personality change. The patient still woke up in the middle of the night from nightmares about the event. They had disturbing flashbacks about it as did their spouse. They reported a loss of motivation, and their loss of memory and language skill precluded them from creating another book and teaching another class. The patient's pump had initially infused baclofen and bupivacaine, though in 2012 morphine was eventually added to the pump. It was also reported that the pump had been implanted in the summer of 2010 for controlling chronic pain and spasticity with the infusion of the drug baclofen.